Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed. One 4 fr s/l groshong nxt clearvue catheter with the proximal two-piece connector and an extension set was returned for evaluation. An initial visual observation showed a split that was located just proximal to the 45 cm depth marker. A tactile evaluation of the device revealed necking and tensile weakness in the vicinity of the split just proximal to the 45 cm depth marker. A microscopic observation revealed the split to be circumferentially aligned with a granular fracture surface. Material buckling was visible towards the distal outside edge of the split when the device was folded at the fracture site. The fracture edges appeared sharp, and the corners of the split were angular as if the device would tear more in a circumferential direction with added tensile stresses. The cause of failure is likely due to added tensile stresses on the device. The returned product of a 4 fr groshong catheter was confirmed to be leaking, as a split was found just proximal to the 45 cm depth marker near the insertion site. Groshong catheters can break upon applied tensile forces as the material is softer and more likely to split with this failure mode. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that the patient had a groshong catheter implanted on (B)(6), 2023. On (B)(6), 2023, leakage occurred from the catheter part which was outside of the patient¿s body during the administration of antibiotics. The device was removed from the patient¿s body. There was no reported patient injury. No other information was provided.

Event description:
It was reported by the customer that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, leakage occurred from the catheter part which was outside of the patient¿s body during the administration of antibiotics. The device was removed from the patient¿s body. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.